Event description:
It was reported that "airway pressure low alarm" coupled with "device failure 6" alarm. According to the user no flow was being delivered, minimal pressure measurements and no volumes. The patient complained of difficulty breathing, desaturated to 60s and was then bagged up and placed on new ventilator. The patient recovered quickly with manual ventilation. No patient injury was reported.

Manufacturer narrative:
The device was examinate on site by a dräger service technician and the log file was made available for further investigation. Based on the log file analyses the reported alarm messages "airway pressure low alarm" and ¿device failure 6¿ could be confirmed. The log file revealed that the device was put in operation mode on october 26, 2021, at 7:53 am and generated the alarm messages ¿device failure 6¿ shortly after. As a result, the device turned off pneumatic power and opened the safety valve for a pressure release. In addition, the device also posted ventilation related alarm messages "fio2 low", "airway pressure low" and "mv low". The user pressed the audio pause button at 7:54 am and switched the device to standby at 8:00 am. A leakage at the air proportional valve in the gas metering module was identified by the dräger service technician as root cause for the reported event. The device reacted as specified on detecting a deviation and posted corresponding alarms. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module the gas delivery stops and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible and visual alarms will be activated in order to inform the user about the problem. The issue was solved by replacement of the air proportional valve. The device was testes as per manufacturer specification and returned to service. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.